Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was eroding through the skin. The decision was made to explant the entire system, and re-implant on the opposite side. There were no additional adverse patient effects reported.

Manufacturer narrative:
This crt-p remains in service. At this time there is no additional information. Should additional information become available this report will be updated.